Event description:
It was reported that the tuohy needle broke at the hub during implant of the catheter. The pt was reportedly obese so the needle broke in the pt's tissue. The broken needle was removed immediately from the pt and a different needle was used. There were no pt effects reported. The needle was discarded.

Manufacturer narrative:
(B)(4).